Event description:
It was reported that the left ventricular lead exhibited capture threshold of greater than 7.5 v at 1.5 ms in the bipolar configuration. The lead was explanted and replaced. The lead was discarded because it was the physician's opinion that the lead did not cause the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.